Event description:
During a procedure on a highly calcified and tortuous lesion in the lad, the physician was pulling the balloon back into the guide and the stent came off the balloon. It dislodged in the lad and was removed after 20 minutes. The stenting procedure was successfully completed and the pt was reportedly okay.